Event description:
After a blow to the head, this patient stopped responding to the cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted devices should be returned to cochlear ltd.